Event description:
Placed 5/96 & a week later a rn attached tubing coming down from bag of breast milk to broviac rather than the feeding button. 6 cc were infused into central line before mistake was discovered. No other info is known.